Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion on the outer and inner diameter of the collet head can cause the device to not fully grip or retain the pin. The corrosion was likely caused by improper cleaning and sterilization of product.

Event description:
It was reported that the device would not retain a pin during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.